Event description:
It was reported that the arctic sun device was not cooling at the speed and accuracy it should do (it took more than 20' to go from 40ºc to under 6ºc). The customer also reports a low flow message and "air filtration". Suspect it could be due to a pump failure, but they were not sure what might be happening.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter's address that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling at the speed and accuracy it should do (it took more than 20' to go from 40ºc to under 6ºc). The customer also reports a low flow message and "air filtration". Suspect it could be due to a pump failure, but they were not sure what might be happening. Per follow up information received via mail on 13mar2025, the device was currently at the depot for evaluation, they tried to fix the issue onsite but was not possible. Onsite diagnosis, this device was not cooling at the speed and accuracy it should do (it took more than 20' to go from 40ºc to under 6ºc). The customer also reports a low flow message and "air filtration". They suspect it could be due to a pump failure but, not sure what might be happening. A new calibration is performed correctly. After calibration the equipment was tested, and it takes a long time to reach 6°c and flow rate was not stable and oscillates. The circulation was replaced to repair the flow rate problem, but the error persists. Per follow up information received via mail on 17mar2025, the device was currently in the partner depot waiting to be fixed, so the issue is still not resolved, they count that it would be in the next days.

Manufacturer narrative:
Correction: b, d, e, f, h. The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. Device failed initial cooling test from the functional check. (Arctic sun 5000) no error code observed. Per additional information received, service tech believes the mixing pump was stuck. All internal hoses to the pumps, tank and fdl have been cleaned. The flow is 1.3l/m and it takes greater than 20 minutes to reach 6 degrees c. All internal hoses to the pumps, tank and fdl have been cleaned. The system has been tested and is working properly. The system has been tested and is working properly. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Chapter 7: maintenance and service: cleaning and maintenance: cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun® temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. External surfaces: clean the exterior body of the control module, fluid delivery lines, power cords and temperature cables using a soft cloth and mild detergent or disinfectant according to hospital protocol. Condenser a dirty chiller condenser will significantly reduce the cooling capacity of the control module. To clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel. Device inspection periodically inspect the external areas of the device for damaged, loose or missing parts and frayed or twisted power cords and cables. Discontinue using the device displaying one or more of the above conditions until the problem is corrected and has been verified to be operating correctly. Replenish internal cleaning solution contact medivance customer service to order internal cleaning solution. To replenish the internal cleaning solution: drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. Refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning solution to the first bottle of distilled or sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile or distilled water until the filling process stops. When the fill reservoir process is complete, the screen will close. Service: contact medivance customer support for technical support and customer service instructions to enable appropriately qualified technical personnel to repair those parts of the equipment that medivance considers repairable. No additional actions can be taken at this time. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.